Event description:
It was reported that during the catheter ablation procedure to treat atrial fibrillation farawave was selected for use. It has been mentioned that upon attaching the irrigation tube, tension was applied in a direction that caused the connection part to be loosened; therefore, it was unable to tighten it securely and flushing difficulty was noted. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.